Event description:
At about 8 months after the primary, revision surgery performed on right side due to instability. The surgeon revised successfully a 36s head and implanted a 36m. No other components were revised.

Manufacturer narrative:
Batch review performed on 05 june 2023 lot 2206393: (B)(4) items manufactured and released on 23-june-2022. Expiration date: 2027-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.